Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The sample is reported to be available but has not yet been received by the manufacturer. All information reasonably known as of 04 jun 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, "patient reported not to tolerate nasogastric tube (ngt) feed or even small flushes. Suggestion to replace ngt was made. Upon removal of ngt, found that a part of ngt burst. Upon initial investigation patient's ngt was inserted (B)(6) 2025." Per additional information received on 15may2025, the tube was not blocked, no attempt was made to unblock.

Manufacturer narrative:
Additional information: d9, h3, h6. The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 24 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The received sample was not returned with the original packaging. Prior to decontamination, the sample was observed to understand the appearance how it was received. The sample device was examined showing that the tubing had signs of damage and discoloration. During cleaning and decontamination, a slight build-up/ discoloration from the outer tubing was tried to be remove by scrubbing the tubing with lint free towel using tergazyme and soaked in metricide solution. The tube was also flushed through the y connector (proximal end). There was no resistance felt while flushing and some brownish substances were flushed out of the tube after couple attempts. There was a split/tear identified approximately between 42 and 44cm marking. The slight black-brown discoloration was scattered all throughout the tube. At the 43cm marked location, the tubing appeared to have expanded to form a balloon shape which burst axially causing an opening to the tube. When manually pressing the tubing back together, under magnification (20x), there were thin layers of the material noticed on the ballooned portion of the tube. Both breaking points were examined, distal end side exhibited to have some residue that does not appear hard. Root cause could not be determined. All information reasonably known as of 18-sep-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.